Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 270 mg/dl. At the time of the report with tandem technical support the customer did not have an alternate method of insulin therapy available. The customer declined further follow up from tandem technical support.